Event description:
Received information that customer's pump would not turn on or charge even after attempting to charge with multiple cables.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.